Event description:
It was reported that the patient presented to the doctors via ambulance due to the right ventricular lead alerting. High impedance was noted as well as oversensing, which was incorrectly classified as non-sustained tachycardia episodes. A lead replacement was attempted, however the stylet was unable to be advanced into the chronic lead. Consequently, the pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).